Manufacturer narrative:
Eval result: release pedal, linkage.

Event description:
It was reported by svc report that the stretcher was drifting down on its own. No pt involvement or adverse consequences are reported.